Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of adverse event ("essure related issues") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure (took tubes and 90%of uterus)). Essure was removed. At the time of the report, the adverse event outcome was unknown. The reporter considered adverse event to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described via social media: medical device removal" incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of adverse reaction ("essure related issues") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse reaction (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure (took tubes and 90% of uterus)). Essure was removed. At the time of the report, the adverse reaction outcome was unknown. The reporter considered adverse reaction to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described via social media: medical device removal". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.